Event description:
Eval revealed that the force sensor resistance reading is out of calibration.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor resistance reading was out of calibration. Review of the pump history revealed loss of prime warnings. The pump did not detect the cartridge during the load step and pump could not be primed.